Event description:
It was reported that the patient has expired after implant duration of approximately .07 months, due to a intra-abdominal catastrophe. Per the operative report in 2009, the patient left the operation in stable condition.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. The device is unavailable for evaluation, as it was not explanted. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.